Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin. The result from the meter at 8:47 a.m. Was 2.2 inr. The result from the laboratory within 4 hours was 1.7 inr. The customer¿s therapeutic range is unknown.